Event description:
The customer states the device is not delivering the shock. No info was provided on patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.